Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale marking on the bd ultra-fine¿ insulin syringe was found misaligned before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a misaligned scale marking. The nurse found the scale marking was misaligned before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary customer returned (3) 0.5ml syringes. Inspection under magnification found that 2 syringes were observed to have their scale markings place approximately one unit lower than intended along the barrel, leading to the markings being out of spec. Additionally, the remaining one syringe featured scale markings that were angled across its barrel. This angle is significant enough that it could lead to misreading the volume of insulin drawn. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of misaligned scale markings. Root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the scale marking on the bd ultra-fine¿ insulin syringe was found misaligned before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a misaligned scale marking. The nurse found the scale marking was misaligned before use."